Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: system error 200 27. It will be repaired in (B)(4), not return to USA. Gyrus stated that due to the age of the generator the device history record (DHR) is no longer able to be obtained. Please see DHR review response. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the vapr 3 generator gave system error 200 27.